Event description:
Affiliate reported that the pt's skin was severely burned during a procedure when a non isulated bipolar forcep made contact with non target tissue.

Manufacturer narrative:
The use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures. As part of further investigation, a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to testing and manufacturing specifications when released to stock. If anything otherwise is noted a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.